Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument the instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an anterior posterior resection. It is hard to detect the completion of dissecting the tissue when the user dissected tissue in deep pelvis. On two-third of the procedure, probe damage error occurred. The probe was broken and fell off outside the patient when the user checked the device. The procedure was completed with another thunderbeat device. There was no patient harm reported. Olympus medical systems corp. (Omsc) received the photo of the device. And omsc found that the probe was broken and the coating on the outer surface of the jaw had partially come off on (B)(6). This is the second report of the two. Please cross-reference the following report about the probe breakage: 8010047-2015-01232.